Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second or third firing on the cystic duct the clip were either pear shaped, scissored or they fell off the tissue once placed. The surgeon would fire the device again and it fired correctly. The procedure was able to be completed without impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 2nd or 3rd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Yes the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.